Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was still unknown. The cause of death is still under investigation. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller wanted information on how to stop supply shipment and what to do with the unused infusion sets. The caller agreed to return the insulin pump for analysis. It was reported via legal documents that the customer had an apparent insulin overdose that resulted in their passing.